Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that the drawer was not detected on the bus and there were no lights on the controller board. The fse replaced both the drawer controller board and the module controller board. The storage space was then configured, and the customer verified the resolution. Fse performed function checks and passed in hardware test application. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer on the main had a hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.